Event description:
During prep of the diagnostic ultrasound catheter, a sensor error was detected. The catheter was removed and replaced with no patient harm. Manufacturer response for catheter, catheter (per site reporter). Mfg notified by the site.